Event description:
The customer reported a posterior capsule (pc) tear occurred during I/a polish. The surgeon suspects a rough I/a handpiece tip. The surgeon performed an anterior vitrectomy. The pt outcome is excellent. The surgeon had two incidents the same day with the same handpiece. When he stopped using that handpiece he didn't have anymore events. This report is for one pt; for add'l pt see mfg. Report #: 2523835-2008-00002.

Manufacturer narrative:
Posterior capsule tear is an issue that is occasionally reported with cataract surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.